Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit testing. The battery removal test failed. After the capacitor component was replaced the battery removal test passed. Conclusion: confirmed the battery removal failure was caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted that the device failed incoming vxi test due to its main printed circuit board being out of specification. During bench testing with its rate set to 70 paces per minute and its atrial and ventricular outputs set to 10 milliamperes, and its backlight and menu off, when the battery was ejected it paced for only 1 second and then shut off. Analysis also found that its upper and lower cases were broken and contaminated, its bail cover was broken, the battery release, ring cover, heart block and battery release o-ring were contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the keyboard scratched, the battery drawer o-ring was missing and its main printed circuit board was out of specification. The device was to be scrapped in-house. (B)(4).